Event description:
A sales representative reported on behalf of a customer that the ias5-120lp, 5 mm access port & low profile obturator device was used in a robotic assisted laparoscopic gastric sleeve procedure on approximately (B)(6) 2025, and ¿during surgery, approaching the end of the case it was discovered that the 5mm airseal trocar had separrated into two pieces at some point during the case. The piece of the trocar that was inside the body was removed via a different trocar site, and the outer airseal piece was removed in the standard method from outside the body. Body pieces of the airseal trocar were fully intact and it was a clean, fully intact break with no sharp edges or missing pieces.¿. Further assessment found there was nothing unusual about this procedure that could have led to this event. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
The device has not been returned to date and photographic evidence was not provided. Therefore, the reported event can not be verified. If the device is returned at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of ten reports, regarding ten devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. The quality engineer has been notified of this reported issue. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ias5-120lp, 5 mm access port & low profile obturator device was used in a robotic assisted laparoscopic gastric sleeve procedure on approximately (B)(6) 2025, and ¿during surgery, approaching the end of the case it was discovered that the 5mm airseal trocar had separrated into two pieces at some point during the case. The piece of the trocar that was inside the body was removed via a different trocar site, and the outer airseal piece was removed in the standard method from outside the body. Body pieces of the airseal trocar were fully intact and it was a clean, fully intact break with no sharp edges or missing pieces.¿ further assessment found there was nothing unusual about this procedure that could have led to this event. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.